Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturing reference number: 2017865-2022-48230. It was reported that the right atrial lead exhibited far r over-sensing. The physician explanted and replaced the atrial lead. It was also noted that the right ventricular lead had adhered to the atrial lead. The right ventricular lead was explanted and replaced as well. The patient status was unknown.

Event description:
New information received notes that the patient was in stable condition.